Event description:
It was reported the patient's ipg had no output and was replaced with a different model ipg. It was reported the ipg depleted due to the patient not recharging. No further information is available at this time.

Manufacturer narrative:
Evaluation: results: complaint could not be confirmed for "patient did not recharge." Review of device registers revealed that the ipg was fully recharged 3 days prior to explant. As received, the ipg battery was almost full. The ipg successfully communicated with a test standard patient programmer and test standard charging system. The ipg was functionally tested and passed all testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.